Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing procedure, the mega suturecut nd instrument was found to have a grip cable failure. The customer reported event had no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the grip cable was fully broken. It was not used on a patient. There are no photos or video of the broken equipment. The instrument has already been sent out for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified.